Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was duplicated. The probable root cause was due to the downstream occlusion (dso) sensor was non-functional. The dso sensor was replaced.

Event description:
The device was returned for device displaying the message "cassette not attached properly." During physical inspection, it was found that the downstream occlusion (dso) sensor was non-functional.